Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The customer experienced missing low glucose alarms with freestyle librelink application. Adc attempted to replicate the reported issue using similar configuration. The reported issue was unable to be replicated and the system functioned as intended. There were no issue identified with the fs librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The device mfg date is not applicable as the product is an application. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with rmx3710 phone with android operating system version 14. The app failed to alarm for low glucose levels and as a result the customer experienced symptoms of weakness, cramps, and a loss of consciousness. The customer was unable to self treat and received treatment from 3rd party as well as healthcare professionals. Treatment includes a sweet drink, glucose gel orally, dextro energy tablets, and doctor administered an analgesic. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing low glucose alarm issue. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h4(device mfg date) and section h11(additional mfg narrative) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with rmx3710 phone with android operating system version 14 and app version 2.11.2.11107. The app failed to alarm for low glucose levels and as a result the customer experienced symptoms of weakness, cramps, and a loss of consciousness. The customer was unable to self treat and received treatment from 3rd party as well as healthcare professionals. Treatment includes a sweet drink, glucose gel orally, dextro energy tablets, and doctor administered an analgesic. There was no report of death or permanent impairment associated with this event.